Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and undersensing on both current and recorded episodes. The lead remains in use. No patient complications have been reported as a result of this event.